Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The healthcare provider (hcp) reported via a manufacturer representative (rep) that there was a potential battery issue. After the patient was implanted with the implantable neurostimulator (ins) in question, his symptoms returned and got worse. The programming neurologist stated that he increased amplitude significantly, but the patient never felt anything. Impedances were always in normal range. The ins was replaced and it was unknown if the issue resolved. The rep was going to get more info from the hcp on (B)(6) 2016. The patients indication(s) for use were parkinsons dual and movement disorders.

Manufacturer narrative:
Analysis of the ins 37601 activa pc neurostimulator s/n (B)(4) found the stimulator to be functionally okay, with insignificant anomalies associated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.